Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Low bg cause was not known. Customer fell and was hospitalization on (B)(6) 2025 and treated with IV fluids and saline. Customer has not been released from hospital.